Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. A probable cause could not be determined. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient had been getting unspecified warning signs of hyperglycemia the night prior to the episode. She attempted to treat the hyperglycemia, including changing her insulin pump site, but the cgm display device was still showing high. The cgm value was not specified during that time. It was not reported whether the patient checked the bg during that time. On the morning of the event, she experienced convulsions outside while waiting for friends. The cgm at that time was around 300 mg/dl on the display device and it was estimated that the bg was severely low, probably around 30 mg/dl, although it was not reported whether the bg was checked at that time. Her friends gave her 5 kroger sugar tablets (20 gram carbohydrates in total) and a doughnut. At the time of the report, the patient was still shaking even after a hot shower 1 hour after the incident, but during the this time she was feeling better. The patient self-treated further with carbohydrates. At the time of the report, the bg was 234 mg/dl and cgm was showing 325 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.